Event description:
It was reported that during a meniscus repair surgery when t2 was pulled out, the device was bent. It is unknown if there was an available back up device or a significant delay during the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned for examination. The actuator is in its post t2 deployment position indicating multiple trigger advancements. Examination of the construct showed the suture has been cinched, t1 showed no abnormalities and t2 is bent. The delivery needle is bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instruction for use under warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery when t2 was pulled out, the device was bent. T1 implant was removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.